Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of device data confirmed both treated, as well as untreated episodes with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. Review of an available x-ray image did not show any abnormalities with the system. Surgical intervention was later performed, and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks. Review of device data confirmed both treated, as well as untreated episodes with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. Review of an available x-ray image did not show any abnormalities with the system. Surgical intervention was later performed, and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.